Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(6) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery was found to have mismatched cells reading 0.0v, 1.730v and 0.0v. The cause for the mismatched cells cannot be positively determined. No adverse event resulted from the defective battery pack.

Event description:
The son of a (B)(6) female pt contacted zoll customer support to report that neither of the patient's batteries will charge. The pt was issued two replacement battery packs and a battery charger.